Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events which may occur and require intervention include endoleak and endoprosthesis: improper component placement.

Event description:
On (B)(6) 2019, the patient underwent endovascular treatment using gore® excluder® endoprostheses for an abdominal aortic aneurysm. It was reported that after deployment of the trunk-ipsilateral leg endoprosthesis, a proximal type I endoleak and a ¿birdbeak¿ of the proximal neck were observed. To treat these, an aortic extender endoprosthesis was implanted. It was reported that the physician noticed that about one-third of the left renal artery was unintentionally covered by aortic extender. Reportedly, he believed that the blood flow to the left renal was enough, and no additional procedure was performed. The proximal type I endoleak and ¿birdbeak¿ of the proximal neck were resolved.